Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv adv device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam needs to be replaced to address the issue. In addition, error code e065(err_stuck_encoder_a) was in the device logs. The device was scrapped.